Event description:
The patient reported that she could not power up the pump. She stated that she first received a low cartridge warning, disconnected from the infusion site, and completed the rewind step. The patient then received a replace battery alarm. She said she replaced the battery several times with new ones from two different packs, but the pump has no power, no audible tones, and no display. The patient noted that she did not receive any low battery warnings prior to replace battery alarm. She confirmed that the battery cap was secure, the yellow o-ring was not visible, and the battery cap and battery compartment threads are intact. The patient confirmed that she inserted each battery correctly. She denied trauma or impact to the pump and said that the pump was not exposed to water.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.